Manufacturer narrative:
Further information was requested but not received. Device analysis: the pacer was received in normal working conditions with battery voltage above eri. Electrical and mechanical analysis performed, including functional test under nominal settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information states that the device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, multiple right ventricular noise reversion episodes were noted. The source of noise could not be identified on egms as egm displayed rv bipolar vector instead of the v sense amp. It was discussed to bring the patient in clinic for device reprogramming. Patient was asymptomatic. Related manufacturer reference number: 2938836-2019-15428.